Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 07-may-2015, fse arrived at the site to address the reported event. Fse found that the tubing on the drain waste valve was loose. He connected the drain waste tubing, replaced four bf wash probe assemblies, and made adjustments. The customer was subsequently able to run calibration and quality control (qc) with no issues. No further action was required by field service. The most probable cause of the reported event was due to fault/failure of the wash probe assembly.

Event description:
On (B)(6) 2015 a customer reported assay issues with their aia-2000st analyzer. On (B)(6) 2015, field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of fsh, lhii and pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.